Event description:
It was reported that the patient experienced hyperglycemia while using the ilet system after initially observing a glucose value of 90 mg/dl, consuming large amounts of food, and announcing multiple consecutive meals, with blood glucose later exceeding 400 mg/dl and staying elevated despite insulin delivery; troubleshooting identified a bent infusion cannula, and a full supply change was completed. Investigation included technical troubleshooting with the user and education on proper meal announcement and supply change. Investigation of this case revealed a bent cannula that likely impeded insulin delivery, as confirmed upon removal. No clinical symptoms associated with hyperglycemia. Outcomes included no medical intervention or hospitalization. It was concluded that hyperglycemia occurred with cause unclear due to user actions and a bent cannula affecting insulin delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.